Event description:
According to the reporter: the plastic section at the distal tip of the device dislodged upon firing. This blocked the knife blade and was unable to slide out correctly to cut the tissue and gain entry. There was no report of pieces falling into the cavity or impacting the pt. The operating time was not extended. A new instrument was used to complete the procedure. No pt injury was reported.